Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by half height matrix drawer 3.2 was not locking. A field service engineer inspected the machine and discovered that drawer 3.2 was missing its tray, which had been removed. The tray has now been reinserted. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer 3.2 was unable to close. The customer stated that there was no delay to the patient's workflow since they managed to get the medicines from other station. There were no adverse events or injuries reported based on this event.